Event description:
It was reported to boston scientific corporation on november 13, 2018 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018 . According to the complainant, during preparation, the fiber was noticed to be broken when the package was opened. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. The fiber was returned broken into two pieces. The first piece measured approximately 106.2 cm from the top of the connector to the break. The second piece measured approximately 210.0 cm from the break and included the entire distal tip. Visual examination reveals that the exposed glass fiber tip measures approximately 3.5 mm and appears unused. Examination under magnification confirms that the tip is unused. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the fiber was noticed to be broken when the package was opened. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.